Event description:
Staff noted patient pulse ox probe reading didn't match the patient condition. The reading with the disposable probe on space labs monitor was fluctuating between 83-88%. Patient was placed on bipap and ebg was done which also didn't match the monitor reading. Staff checked pulse ox with a non-disposable probe and received a 94% reading. The disposable probes were removed from service.